Event description:
It was reported that the catheter was broken on the 20th day of use, and it was suspected that the patient pulled on the catheter. Per additional information from the ibc via email 30mar2020; the proximal tip of the catheter came out of the patient on its own, and no additional medical intervention was required.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Evaluation observed that the catheter was cut off at the distal part. The surface was observed scratches on break area. The catheter shaft looked like has been cut by sharp tools i.e. Scissors that could cause the catheter split into two. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to cut. A potential root cause for this failure mode could be due to lower latex/over chlorination/user related (pulling by user/ expose to sharp object). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2.applicable patients (1) patients with known allergy to silver coated catheter" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was broken on the 20th day of use, and it was suspected that the patient pulled on the catheter.